Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported cautery issue cannot be determined at this time. The hacf0533 instruction manual warns users in the ¿before surgery¿ section ¿pre-test the device to verify complete electrical activity and generator setting.¿ also, the instruction manual states ¿a backup device should be available in the event that the primary one does not work.¿

Event description:
The manufacturer was informed that during a therapeutic salpingo-oophorectomy, endometriosis removal procedure, the handpiece would not cauterize. The event occurred while trying to cauterize the fallopian tube. There was no bleeding . When the handpiece was plugged into the generator it recognized the handpiece was plugged in but would not burn any tissue. The handpiece was tested outside of patient and on tissue with no response. There were no tones heard as there was no output. There were no error codes observed. The procedure was able to be completed with a different generator and handpiece. No medical intervention was required. The patient is doing well. Additionally, the user facility reported that the generator was inspected prior to use and also after the malfunction. The generator was working fine. The cords were also inspected numerous times with no anomalies noted.

Manufacturer narrative:
The dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of (B)(4) units were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. Final release criteria includes visual inspection and functional testing of the assembled device per manufacturing procedure p6000171-135mp. Per the attached DHR, no scrap was generated as a result of functional testing. A review of the complaint handling database revealed no additional complaints reported for this lot number. As the device was not returned for evaluation, a definitive root cause could not be determined. A review of production records and manufacturing suggests the device functioned properly prior to release. The reported failure may be attributed to the generator, follow up with the customer suggests an issue with the footswitch. If additional information, or the device, is received the complaint will be addressed accordingly.